Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion located in the lcx. The device was inspected prior to use with no abnormality noted. However, it was reported that resistance was encountered during advancement of the device to target lesion and the stent dislodged. It was reported that a gripping device was used to remove the stent from the body. Another stent was used to complete the procedure. No other clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (lesion morphology) severe calcification. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) severe calcification. Inherent risk of procedure (failure to deliver stent and dislodgement). (B)(4).